Event description:
It was reported that air entered the device and subsequently entered the patient. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The delivery system was inserted into the was and advanced 5 cm. Contrast was then injected into the delivery system through manifold. At this time, air was noted to have entered the catheter from the hemostasis valve. The procedure continued and the device was deployed. At this time, it was noted via transesophageal echocardiogram (tee) that the air had moved from the catheter to the face of the closure device and measured 20mm by 20mm. The device met criteria and was released and the air was noted to have moved to the laa. No interventions were performed and the case was completed at this time. No damage was noted to the device. A few days later, patient underwent a computed tomography scan and tee, which confirmed the air had spontaneously resolved. No patient consequences were reported.